Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that an alarm 2 followed by alarm 26 due to infusion set cannula was crimped leading to blockage at the site. The symptoms were noticed within three hours of insertion and the site was inserted in abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.